Event description:
Same case as mgfr. Report #6000093-2006-01867. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noticed. The physician attempted to treat the right coronary artery with a 3.0x20mm taxus express2 drug eluting stent. During the procedure, the guide catheter kinked inside the sheath, the physician removed the stent delivery system (sds) and the guide catheter. When the sds was removed the physician noticed that the stent was damaged. The physician attempted the procedure again with another 3.0x20mm taxus express2 with the same result. Physician was unable to get any other device to cross the lesion. The procedure was not completed due to this event. There were no patient complications and the patient's condition was reported as ok. The patient is now under medical management.

Manufacturer narrative:
Product analysis verified the stent damage but could not verify a kink as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. The stent also had moved distally on the balloon and the balloon exhibited blood indicating it had been placed into the pt. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Visual examination of the stent revealed that it had moved distally on the balloon approx 3 millimeters. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Damage of this nature is usually the result of pulling an un-expanded stent back into the guide catheter. The mfg records for this specific batch (8689414) have been reviewed and no issues or discrepancies were found. The root cause of the stent damage and movement experienced during the procedure could not be determined.